Manufacturer narrative:
(B)(4). The device was received for evaluation. The device passed electrical testing, but failed functional testing due to a reload set alarm 153. The failure encountered would not have caused or contributed to the patient death. A review of the devices logs revealed no failure, malfunction or increased intraperitoneal volume (iipv) events. A review of the device history was performed and no abnormalities were observed. The device had not been previously serviced. There were no failures or malfunctions identified that could have caused or contributed to the reported event.

Manufacturer narrative:
(B)(4). The device was reported to be available for evaluation. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy. The patient reportedly disconnected from the homechoice cycler 10 minutes after starting therapy. The patient experienced pain in both of her arms, went to the washroom, and asked her spouse to disconnect the cycler. The patient lost consciousness while in the washroom. An ambulance was called and the patient passed away. The patient was on hemodialysis for 5 months and started pd therapy on (B)(6) 2013. It is unknown if an autopsy was performed. No additional information is available. Was patient hospitalized prior to death? No. Did patient have any other adverse events prior to fatal event? 10 min after starting pd, she experienced pain in both of her arms, went to the washroom, asked her spouse to disconnect the cycler and she lost consciousness in the washroom. Ambulance was called and she had passed away. Any of these events or death related to baxter drugs/devices or disposables? Unknown. This is all the information available as patient's file has been archived and not accessible.